Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 1/01/21 attempted to alert the user of a service code by flashing its red asi and chirping based on the results of a self test. The AED continued to flash and chirp until 2/18/21 when a manual self test was performed and the service code was cleared. On 10/09/23 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 10/25/23 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 12/12/23 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2023 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.